Event description:
In a request form from dr. M for compassion use revision, reference (B)(4), the doctor mentions that he suspected that the poly augments implanted on (B)(6) 2021, may be loose. Received the post-op report on 01/10/2025, stating that the tibial component showed evidence of loosening, the femoral component did not. The tibial component was undercut below the level of the poly augment. Revision with (B)(4) was completed on oct. 2, 2024. Unknown date of event. Pre-op and post-op imaging has been requested.

Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report. The complaint is closed.

Event description:
In a request form from dr. M for compassion use revision, reference (B)(4), the doctor mentions that he suspected that the poly augments implanted on (B)(6) 2021 may be loose. Received the post-op report on (B)(6)2025, stating that the tibial component showed evidence of loosening, the femoral component did not. The tibial component was undercut below the level of the poly augment. Revision with (B)(4) was completed on (B)(6) 2024. Unknown date of event. Pre-op and post-op imaging has been requested.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.